Event description:
Consumer states he was using the heating pad to relieve back spasms. After about 30 minutes he felt the pad getting hotter and allegedly sustained blisters to his hip area.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.